Manufacturer narrative:
A partial lead with the connector pin measuring 23.0cm was returned for analysis. External insulation abrasion was noted at 19.9-20.3cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at these location(s).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The death certificate notes, the cause of death (a) fatal arrhythmia, (b) cardiomyopathy.